Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the main keypad assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when pressing the power button, their device would not power on. This occurred when on a call with a patient. The customer was able to obtain a back-up device without a delay. There was no adverse effect to the patient as there was another device onsite. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.